Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak remains unknown.

Event description:
During a pulmonary vein isolation procedure, air bubbles were noted from the hemostatic valve. When the syringe was pulled to aspirate, bubbles occurred, and air was aspirated. The procedure was completed without replacing the device with no consequences to the patient.